Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on 02/11/2021. On the same day the sensor was inserted, the patient developed a skin reaction that consisted of blisters, a scar and raw skin at the sensor patch adhesive location. Prior to sensor insertion barrier product (skinprep) was applied. There was no documentation of medical intervention. No additional patient or event information is available.